Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to a serious injury. Device issue: balloon rupture. It was reported that the lesion was located in the first diagonal of the lad. The 3.0 x 8 mm powersail balloon catheter was inflated to 12 atm for the first time, then at 16 atm, when the balloon ruptured. Thus, a 3.0x 20mm nc mercury balloon catheter was dilated up to 18 atm and a 2.3 x 30mm cypher stent was implanted. No add'l event or pt info is available.

Manufacturer narrative:
Conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. It was reported that the treated lesion had heavy calcification which could have damaged the balloon materials during interactions with the catheter, thus causing balloon rupture upon inflation. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.